Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet device was successfully implanted. Follow-up echo (tee) performed at 3 month visit per protocol on (B)(6) 2022. Site reported no residual flow, no pericardial effusion, and no embolization. Patient has no adverse events reported to date. Medication log shows patient was on eliquis pre-procedure and plavix and aspirin post-procedure. Stop dates have not been provided for eliquis and plavix as required per protocol. Queries have been issued to confirm stop dates. Core lab identified thrombus on device on the 3 months post-procedure echo. Core lab details: thrombus is diffuse; not mobile; size: 20.6 by 4.2mm; shape: laminar. The site recorded an inr value at the baseline visit on (B)(6) 2022 as 1.08. The patient was not on warfarin or anticoagulant requiring inr at the time of the 3months tee, therefore inr was not reported and not required per protocol. The patient has no hematologic disorders or systemic illness that could contribute to a hypercoagulability. It is unknown if treatment has been provided. Patient stable, no additional information was provided.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.